Event description:
It was reported that the ventricular output varied intermittently during a bench check. It would be at 10ma, then drop to a steady 2.5ma. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, but analysis did find that the main printed circuit (pc) board and the liquid crystal display (lcd) was out of specification, the battery release and lead flex cover were contaminated, and the battery drawer was broken. It was also noted that the upper and lower cases and two side bail covers were broken, the ring and two side bails were bent, and the battery drawer o-ring was missing.